Event description:
It was reported that the lead was damaged when using the temporary boot cap after the first stage of implantation. The lead was damaged at the top, where it would connect to the extension. There was no injury and no action was required as a result of the event.